Event description:
It was reported to philips that the device external paddle set is defective. There was no report of patient involvement.

Manufacturer narrative:
It was reported to philips that the device external paddle set is defective. There was no patient involvement. The customer evaluated the device and received remote support from the customer care solution center, during which a quote was provided for diagnostic replacement of the paddle. Upon conclusion no resolution can be made as the customer declined any further support.